Event description:
To summarize this event, a 26mm amplatzer septal occluder (¿aso¿) embolized into the pulmonary artery approximately four hours after the procedure. The defect was sized using the stop-flow method. The device was placed under tee guidance and the device was pushed and pulled to confirm its stability. A 24mm aso was initially implanted, but upsized to a 28mm aso as the 24mm aso covered the defect, but did not seem to overlap the limbus as desired. The septum in this patient was very thin and had a second small hole that was partially covered by the occluder; however, it was decided that the second hole was not large enough to warrant a second device. Four hours post procedure, the patient began to have non-sustained runs of ventricular tachycardia. The device was viewed under fluoroscopy and confirmed to have embolized to the pulmonary artery bifurcation. Percutaneous attempts to snare and retrieve the device were unsuccessful. The patient was sent to surgery for device retrieval and septal closure. Patient was noted to be doing well.

Event description:
A 28mm amplatzer septal occluder (aso) embolized into the pulmonary artery approximately 4 hours after the procedure. The defect was sized using the stop-flow method. The device was placed under tee guidance and the device was pushed and pulled to confirm its stability. A 24mm aso was initially implanted but upsized to a 28mm aso as the 24mm aso covered the defect but did not seem to overlap the limbus as desired. The septum in this patient was very thin and had a second small defect that was partially covered by the occluder; however, it was decided that the second defect was not large enough to warrant a second device. Four (4) hours post procedure the patient began to have non-sustained runs of ventricular tachycardia. The device was viewed under fluoroscopy, and confirmed to have embolized to the pulmonary artery bifurcation. Percutaneous attempts to snare and retrieve the device were unsuccessfully. The patient went to surgery for device retrieval and septal closure and is reported to be doing well.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us; however, this device underwent a series of inspections during the manufacturing process. A review of manufacturing documentation confirmed this device successfully completed these tests. The medical records and images have been received at aga medical, and are currently being reviewed by aga's medical consultant. Upon completion of this review, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was discarded post procedure. Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient was found to have a large atrial septal defect (asd) with adequate anatomy to undergo transcatheter closure. During the procedure, the tee images revealed at least two secundum defects which were seen best in the bi-caval view. The aortic, svc and av valve rims were adequate and the ivc rim was very thin and flailing, but present. The atrial septum, in general, was thin and aneurysmal. The defect was balloon-sized and the measurements by the echocardiographer ranged from 15mm to 22mm. The second defect measured about 6mm to 9mm. Initially, a 22mm aso was chosen, replaced with a 24mm aso, and then replaced with a 26mm aso, which sat well in the defect. The residual defect persisted after placement of the device and was acknowledged by the echocardiographer. Later that same day, the patient experienced ventricular ectopy and was brought back to the cath lab for cine angiography, which showed the device in the pulmonary artery. Attempts to retrieve the device in the cath lab were unsuccessful, and the patient was referred for surgery. The device was removed from the pulmonary artery and the asd was closed with a patch. According to the operative note, two defects were seen; one was a small fenestration. The tissue between the defects was incised and the single defect was closed. The patient's outcome was optimal. According to aga's medical consultant, the aso embolized because of the complex septal anatomy; a thin, aneurysmal septum; multiple defects and the use of a small device to close the cumulative diameter of both defects. The cumulative diameter of the two defects was about 32mm; hence the 26mm aso was small for both defects. Since the septum was thin, the 26mm aso, which is large for a single defect, stretched the septum and essentially "let go" of the device. The use of two devices to close two defects would have been an ideal way to manage such defects, or a larger device to adequately close both defects may have been an alternate option.